Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age or greater, pt is (B)(6) years old.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose level (883 mg/dl). Customer was in a coma for eighteen hours while in the hosp. Customer is (B)(6) years old.